Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture, lead dislodgement was suspected. During lead revision procedure, fluoroscopy confirmed that lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgment and loss of capture. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Analysis was normal. No anomalies were found.